Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device did not deliver a shock in stimulator mode. The patient was admitted to the emergency department for an infarct. The patient received shocks with an external paddle and additionally with multi-function electrodes. The user attempted stimulation mode, however, the stimulation did not work. We are considering this to be a serious injury based on the reported symptom and based on the patient outcome being unknown at this time.

Event description:
The customer reported that the device did not deliver a shock in stimulator mode. The patient was admitted to the emergency department for an infarct. The patient received shocks with an external paddle and additionally with multi-function electrodes. The user attempted stimulation mode, however, the stimulation did not work. We are considering this to be a serious injury based on the reported symptom and based on the patient outcome being unknown at this time. It was clarified via email that the pacer mode did not work.

Event description:
The customer reported that the device did not deliver a shock in stimulator mode. The patient was admitted to the emergency department for an infarct. The patient received shocks with an external paddle and additionally with multi-function electrodes. The user attempted stimulation mode, however, the stimulation did not work. We are considering this to be a serious injury based on the reported symptom and based on the patient outcome being unknown at this time. It was clarified via email that the pacer mode did not work. Philips requested additional information but no further information regarding the patient outcome was available.